Event description:
It was reported that during a moderately calcified, heavily tortuous, mid left anterior descending coronary artery intervention, during advancement the 3.5 x 33 mm xience prime met resistance and failed to cross the target lesion. The failure to cross was due to the patients anatomy. There was resistance upon removal with the patients anatomy. Once removed it was noticed that the stent was flared and dislodged from the balloon. A xience xpedition was used to successfully complete the procedure. There was no adverse patient effect or a clinically significant delay reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent damage was able to be confirmed. The stent dislodgement was unable to be confirmed however the noted damage to the stent is likely what was perceived by the account as the dislodgment. The failure to advance and difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.